Event description:
It was reported to philips that the system was unable to start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was not starting. Upon troubleshooting actions, rse identified that the system was unable to load the software. The philips field service engineer (fse) visited onsite and reinstalled the system software, restored suite pc and performed frontal arm detector calibration. After repairs, the system was returned to use in good working order.